Manufacturer narrative:
Investigation: the digital picture sample received was visually inspected. It was observed that the tube was separated from the flange at the junction of the tube and flange. The user facility gave two possible lot numbers for investigation. A review of assembly and testing instructions for this product confirms the presence of a pull test to be carried out on 100% of all products. There have been two complaints of a similar nature for this product code in the past three years. Root cause: the following possible root causes were identified: short cycle - the welding cycle has been stopped prematurely by the operator. During set-up of the manual flange welder, the start up pieces may not have been discarded. Failure to detect the fault during tactile inspection. Action taken. As the two potential product lots were mfg in 7/04, they were made prior to the implementation of the corrective action.